Event description:
It was reported that this device was found in safety mode during routine follow up. The patient was not dependent on this system. Technical services (ts) recommended to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this device was found in safety mode during routine follow up. The patient was not dependent on this system. Technical services (ts) recommended to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that this device was found in safety mode during routine follow up. The patient was not dependent on this system. Technical services (ts) recommended to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This report contains additional information in section a1 patient identifier.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this device was found in safety mode during routine follow up. The patient was not dependent on this system. Technical services (ts) recommended to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported.